Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. Liquid was identified on a table. This event occurred during priming before the patient connected. The patient changed the cassette. There was no report of patient injury. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two companion samples and twelve retention samples were received for evaluation. The companion samples were received with the primary packaging closed and do not present any cut or perforations. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples did not present any visible perforation. Visual defects were not detected that could contribute with the reported problem. Functional testing was performed which included under water integrity testing, and leak testing. A leak was detected in the cassette sheeting in one of the companion samples. The other companion sample passed leak testing. A visual inspection of the retention samples was performed and there were no defects detected. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.